Manufacturer narrative:
(B)(4).

Event description:
It was reported that this device, along with the rest of the system, was explanted due to erosion and an infection, cause by a fall from the patient. A new system will be implanted once the symptoms have subsided. No additional adverse patient effects were reported.